Event description:
I was given 2 syringes of juvederm filler above my mouth and some areas to the left, right and lower lip area. Now that the bruising has subsided, there is a dark purple area showing where the juvederm has been injected. I had the same results from restylane. Both these products are made by allergan. I went to a board certified plastic surgeon in mobile, (B)(6) to have juvederm injected above my wrinkled mouth. There was severe bruising which took over two weeks to heal me. Everywhere the juvederm was injected, there is a darkening and purplish hue present.